Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 13. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and bleeding. No further patient complications were reported.